Event description:
As reported, the "plug" button of a 6f exoseal vascular closure device (vcd) could not be depressed during closure. The procedure was completed with manual compression. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used with the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when depression of the button was attempted. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The user is trained in the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the "plug" button of a 6f exoseal vascular closure device (vcd) could not be depressed during closure. The procedure was completed with manual compression. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used with the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all when depression of the button was attempted. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The user is trained in the device. The device was stored and prepped according to instructions for use (IFU). Additional information was requested but not provided. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. Procedural, anatomical, and handling factors could all have played a role in the reported event. In addition, it was reported that an antegrade approach was used. The ¿precautions¿ section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. No preventative or corrective actions will be taken at this time.